Event description:
It was reported that the ear scissors broke during a case. There was no patient involvement.

Manufacturer narrative:
Device received on (B)(4) 2013, for analysis. Evaluation summary: product analysis received one (1) sample without the original product packaging/label. The condition of the device showed customer use as there was visible damage to the device. Upon visual evaluation, the upper scissor tip was found broken and the broken piece was not returned for evaluation. The lower scissor tip was found intact. Under magnification, there was some amount of discoloration near the tip, close to the breakage point which may be indicative of corrosion buildup. It is possible that the issue had occurred due to normal wear and tear of the device in addition to aggressive use/handling of the instrument by the customer.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.